Manufacturer narrative:
Device evaluation confirmed the reported issue of shaft frosting. A failed vacuum sleeve was the cause of the shaft frosting.

Event description:
Freezing of the patient's skin/subcutaneous tissues during treatment. Freeze had to be stopped prematurely twice. Froze for 7.5 minutes, then did stick mode for 30 minutes, then did another 5 minute freeze with additional freezing of the skin observed.